Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun

Event description:
The hospital reported that the tidal volume was incorrect. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating that this was a monitoring issue only. There was no loss of mechanical ventilation. This was not a reportable malfunction. Additional information was received stating that this was a monitoring issue only. There was no loss of mechanical ventilation. This was not a reportable malfunction.